Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "in the surgical operation of the patient with multiple trauma, use 2 pieces of 2 mm of asnis micro 2 for fixing the second metatarsal bone. After putting in two, when check with the image you notice that there is a very small metal piece. Remove while looking at the image. It looks broken when look at the tip of the driver, and it is judged as the metal piece of the tip part." Procedure was completed successfully with no surgical delay or adverse consequences reported.